Event description:
A report was received that the patient could not charge the ipg as the edge was sticking against the pocket. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was reportedly doing well postoperatively.